Event description:
On (B)(6) 2010, leica microsystems received a complaint regarding sub-optimally processed tissue (both under-processed and over-processed samples) using peloris tissue processor serial number (B)(4).

Manufacturer narrative:
Investigation of this event by leica microsystems is continuing.